Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had constant tone. The customer's blood glucose was around 145 mg/dl at the time of incident. Troubleshooting was done. The customer was advised to insert a new battery. The customer stated that the constant tone did not disappear after inserting a new battery. The customer was advised to insert a new battery after insulin pump rest. The insulin pump will not be returned for analysis.